Manufacturer narrative:
Eval results: (restenosis/thrombosis).

Event description:
A 3.5 mm diameter x 18 mm length endeavor otw drug-eluting coronary stent system was implanted into a pt for treatment of a mid circumflex lesion. The vessel morphology was not reported. It is unk if the lesion was pre-dilated. It was reported that the pt experienced restenosis/thrombosis. No further info has been obtained.